Event description:
It was reported that the patient was sedated when the trial procedure was aborted due to issues with anatomy and being unable to access the epidural space. No device malfunction suspected. The lead will not be returned as it was discarded.